Event description:
While the device was ventilating a pt, the user observed that the device was no longer being powered by ac. The initial reporter reviewed the device log and the device displayed a message indicating internal battery activated, two minutes of power remain. Approximately ten minutes later the device shut down completely. The pt was transferred to another device. No pt injury.